Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status. Eos was detected on november 4th, 2021 at 16:26 h. However, the battery is not depleted. The analysis of the available iegms from episodes 108 and 109 from november 4th, 2021 at 16:19 h and 16:26 h showed noise in the ff channel. The frequency and morphology of the sensed signals can be most probably attributed to strong external electromagnetic fields as used by magnetic resonance imaging. As reported, the patient underwent an MRI scan. The MRI mode was not activated on november 4th, 2021. In general, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. The analysis revealed that the device was reset on november 8th, 2021, showing no anomalies after the reset procedure. However, in case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module cannot be fully excluded. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data showed that the clinical observation most likely resulted from the reported MRI scan without a prior activation of the MRI mode.

Event description:
After an implantation period of approx. 98 months, it was reported that the device shows the eos status after MRI exam.